Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax due to a hole, no other damage or anomalies on the device were observed. The screening test was performed and no temperature was displayed on the generator due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31264875l and no internal actions related to the complaint were found during the review. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The potential cause of the open circuit could not be conclusively determined. The instructions for use contain the following recommendations: if the generator does not display temperature, verify that the cables from the catheter to the carto system patient interface unit (piu) and the cable from the carto system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power; do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One qdot micro¿ catheter was received by the bwi product analysis lab with no accompanying information, and was processed. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that there was a hole on the pebax with reddish material inside. As a result, this will be reported to FDA.